Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited a possible device malfunction with no further information available. There were no patient consequences reported.